Manufacturer narrative:
Pt weight: unknown. Collamer® ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4). Method: lens work order search. Results: visual inspection of the returned product, wrinkles can be seen on the optic surface upon drying of lens. Wrinkles not visible on fully hydrated lens. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon implanted a cc4204a collamer single piece lens in the patient's left eye on (B)(6) 2014. The patient complained that vision was not clear. Bcva 20/30 on (B)(6) 2014 bcva 20/60. The physician decided to explant the lens. The lens was explanted on (B)(6) 2014. The incision was enlarged to remove the lens in one piece. A non-staar lens was implanted. The physician stated the lens has what appears to be wrinkles.